Manufacturer narrative:
(B)(4). Date sent: 12/1/2020. D4: batch#: u94a0x. F10. Component code: others (g07). H6: component code: others (g07). Investigation summary: the analysis results found that the el5ml device was received with no damage to the external components. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user to indicate the quantity of clips remaining. The event described could not be confirmed as the device was returned empty. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torqueing may result in clip malformation." It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a general procedure, upon discharge and attaching of surgical clip, it was noted clip scissored upon itself. Attempted to remove malformed "staple." There was no delay to procedure, case was completed successfully, and there was no patient consequence.